Event description:
Customer claims that the pager is not receiving the transmission signal from the sensor. The product was tested with new batteries. There was no visible damage to the pager or sensor. There was no pt injury reported.

Manufacturer narrative:
(B) (4). (B) (4).